Event description:
Found her deceased (B)(6) 2018 after going to check on her when she did not answer the phone. Called medtronic on 01/12/2018 to see if pump was leased or purchased. (B)(6) started asking questions: serial #, was she wearing it at time of death, etc. Then said I'd have to send it back for failure analysis and said it may render pump unusable. Never even gave that a thought. My daughter contacted (B)(6). Med. Board after her doc refused to download pump's data and was given a contact name and number of firm who had a medtronic expert. Expert said pump stopped collecting data on (B)(6) 2018 at approximately 3:30 pm and was most likely cause of /or contributed to her death but would be difficult to prove in court. I had purchased new batteries for her on thursday (B)(6) 2018 and was there when she put a new battery in. The pump had the usual info displayed across the top but no alert in the main area. Did you report this problem to the company that makes the product: yes.